Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating remote monitoring disabled (rmd) with less than three months battery remaining. A code 1003 was not observed, and this device had received a software update prior to the rmd alert. Several successful uploads had been received after that, including one on the day before the rmd transmitted. A request was made for device analysis which confirmed rmd and that rmd was likely entered due to high battery impedance and loaded voltages below 2.1 volts. Technical services (ts) recommended device replacement; however, the field representative called back to inform that this patient who had been on hospice had passed away the previous day. This crt-p is not expected to be returned.

Manufacturer narrative:
Correction to complaint summary and removal of device code of device displays error message. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating remote monitoring disabled (rmd) with less than three months battery remaining. A code 1003 was not observed, and this device had received a software update prior. Several successful uploads had been received after that, including one on the day before the rmd transmitted. A request was made for device analysis which confirmed rmd and that rmd was likely entered due to high battery impedance and loaded voltages below 2.1. Technical services (ts) recommended device replacement however the field representative called back to inform that this patient who had been on hospice had passed away the previous day. This crt-p is not expected to be returned.